Event description:
According to the available information when checking the correct positioning of the balloon, the balloon was inflated to 50cc when the balloon burst. Patient experienced pain and non-irrigated hematuria.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No other complaints were found for the lot number. Nc (B)(4): "pb ballons (bulles + agglutinés)" opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. Monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored.